Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician had noted externalized conductors from x-ray images he had performed. All electrical parameters were in range. The patient is in good condition and will continue to be monitored.